Event description:
New information received notes that the implantable cardioverter defibrillator had lost the bluetooth telemetry once again. The patient was seen in clinic, and the telemetry was restored. No patient consequences were provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was reconnected. There were no patient consequences reported.